Manufacturer narrative:
The lead was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a lead revision for another manufacturer's lead this left ventricular (lv) lead dislodged. The lead was explanted and replaced. No adverse patient effects were reported.